Event description:
Precipitous and early battery depletion indicator found on medtronic pacemaker model p1501dr sn (B)(4) implanted (B)(6) 2006 consistent with recent communications from the manufacturer.